Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One e1450x electrode and one e2450h pencil were received for evaluation. The returned pencil met specification. Visual inspection found a small amount of charring on the electrode tip. There was no damage to the pencil. The reported condition was confirmed by visual inspection of the electrode. Inspection noted that the electrode tip was slightly charred and the coating was beginning to wear off. The clear ptfe insulator and blue heat shrink did not show any signs of thermal damage. The device was correctly assembled. Activating the device can result in arcing if other conductive objects are near particularly if a higher power setting is used. Combustion can occur under these circumstances particularly when an enriched oxygen or nitrous oxide environment is present. The electrode was functionally tested with satisfactory results. No fault was found with the pencil. The investigation identified the probable root cause of the reported event to be the user activating the device in such a manner that the device arced. The instructions for use state both oxygen and nitrous oxide support combustion. Watch for enriched oxygen and nitrous oxide atmospheres near the surgical site, especially during head and neck surgery. Enriched oxygen atmospheres may result in fires and burns to patients or surgical personnel. Do not exceed the maximum power limits as stated in the IFU. Exceeding these power limits may result in patient injury or product damage. If the electrode is damaged, discard it. Always use the lowest power setting to achieve the desired surgical effect. The maximum power settings are detailed in the instructions for use. Some surgeons may elect to buzz the hemostats during a surgical procedure. This practice is not recommended and the hazards of such a practice probably cannot be eliminated. To minimize the risk, when using coated electrodes, place the edge of the electrode against the hemostat or metal instrument to assure a good electrical pathway. Do not activate the generator until the accessory makes contact with the instrument. Additional measures to minimize the risk of performing this technique are listed in the electrosurgical generator users manuals.

Event description:
The customer reported there was a flame at the pencil tip. There was no injury to the patient.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported there was a flame at the pencil tip. There was no injury to the patient.